Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a bacterial infection of the pump pocket. The patient was treated with unspecified drug therapy. The cause of the infection was unknown. The patient was admitted to the hospital from (B)(6) 2016 due to infection. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported bacterial infection of the pump pocket could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.